Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for continuous delivery of 5fu (fluorouracil), at the rate 2ml/hr, with a 92 ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. The customer contact reported the duration of the delivery was 46 hours. After an unspecified length of time, the home care pt returned to the user facility for a scheduled visit at the completion of therapy. At that time, the device was alarming "infusion complete." It was reported that the display indicated 92ml had been delivered; however, the nurse noted that the container was "half full" instead of being empty as expected. The device was removed from clinical service. The physician was notified and ordered the remaining medication not be delivered. There were no reported adverse pt effects. No medical interventions were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.77ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates on an unspecified date and time, the device was programmed for continuous only delivery in ml, at a rate of 2ml/hr, with a 92ml vtbi (volume to be infused), a container size of 92 ml. The history indicates between (B)(6) 2011 at 0959 and (B)(6) 2011 at 0800, there were multiple check cassette alarms, 3 power loss alarms and a 15/000 (power down error) at power on. The history indicated that the device was powered off for a total of 3 hours. A review of the history indicated that there was a 4.3ml priming volume, a 43.1ml total amount of infused of instead of the customer reported 92ml, and a 44.6ml volume remaining. This report represents all the info known by the reporter upon query by hospira personnel.